Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states the joystick is not operating at all, the joystick lights will turn on and off intermittently and the brakes are loose, when the chair is put into free wheel then put back, the brakes don't lock securely.